Manufacturer narrative:
This report was initially submitted from an internal complaint regarding a scientific publication review that identified the occurrence of a misidentification of candida auris as candida haemulonii in association with the vitek® ms instrument with software version 3.0. No vitek® ms instrument serial numbers were provided. A biomérieux internal investigation was completed with the following results: complaint trend analysis and device history record review: a trend analysis was completed regarding the complaints recorded for a misidentification due to the "system limitation". Since january 2016, only 3 other complaints have been recorded for a similar identification issue: 2 with kb v2.0. 1 with kb v3.0 . There is no CAPA, no non conformity on vitek® ms linked with customer 's complaint. Conclusion on the fine tuning: it was not possible to conclude if a fine tuning was needed during the customer test because no data was available. Conclusion on spot preparation quality: it was not possible to conclude on the spot preparation quality because no data was available. Conclusion on the identification: with the information provided by the publication, the expected identification was candida auris. The tested species was not included in the vitek® ms knowledge base v3.0. The following system limitation is mentioned in the vitek® ms knowledge base user manual ref. 161150-556-b for vitek® ms clinical use v3.0: " testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results." Suspected root cause analysis: the root cause analysis, based on information available in the publication, highlighted one potential root cause for the candida auris mis-identification issue, but there may be others that cannot be identified because of lack of data: system limitation : species not in the kb v3.0.

Event description:
Scientific publication review identified the occurrence of a misidentification of candida auris as candida haemulonii in association with the vitek® ms instrument with software version (B)(4). No vitek® ms instrument serial numbers were provided. The publication "hospital laboratory survey for identification of candida auris in belgium" by dewaele k., et. Al. Describes how candida auris was misidentified as candida haemulonii when a proficiency testing survey strain was sent to multiple laboratories for identification. Out of 142 respondents, four (4) vitek® ms (with software version (B)(4)) users identified the strain as candida haemulonii. Global customer service (gcs) noted that candida auris was not a claimed organism in the software version (B)(4). Per the instructions for use (IFU), "testing of an unclaimed species may result in an unidentified result or a misidentification." Candida auris was introduced as a claimed organism in software version (B)(4) for vitek® ms. There is no patient associated with this proficiency testing survey strain; therefore, there is no adverse event related to any patient's state of health.